Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited buckles at the grip on the insertion tube affecting the internal element, and image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the reported issues were due to component failure and inadequate electrical performance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.